Event description:
The customer reported that the ventilator battery was installed in june and was only lasting approx. 2 hours and the display showed the battery was charging. The customer reported the device was in use on a patient and there was no patient harm. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer run the device battery test. The biomedical engineer reported he installed a battery from a similar device to verify the problem, and then reinstalled the original battery back into the unit and the reported problem resolved. The biomedical engineer reported it could have been a loose connection to the battery that was corrected when the battery was removed and reinstalled. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Specifications. Proper care, maintenance and testing should be performed when using battery power sources.